Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: rn, cardiac cath lab pcf. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion, the customer noted that the intra-aortic balloon (iab) was kinked. The iab was withdrawn and replaced with a new one to successfully initiate therapy. There was no patient harm or adverse event reported.